Event description:
Correction: the previously reported information from (B)(6) 2026 was received from a healthcare provider (hcp) via a manufacturer's representative (rep). Additional information received from the manufacturer representative (rep) indicated that the rep was planning to meet with the doctor and possibly the patient to troubleshoot the personal therapy manager (ptm) before progressing with a pump replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that the patient has not had magnetic resonance imaging (MRI) in the recent past but has gotten multiple warnings that they have a pump motor stall. The patient's logs show that they will request a bolus and the pump will stall and then later recover. The rep stated that this is the 3rd time this has happened in the past 10 days. The rep reported that the first event was on (B)(6) 2026, where the patient requested a bolus and the motor stall recovered about an hour or so later and it seemed to do that 2 more times after requesting boluses. The next time this happened was 6 days later. The rep stated it is not with every bolus request, it is just some random boluses, but the frequency has increased. The rep stated that the patient was getting an alert on their handset that the 'pump was stalled and to contact the clinician immediately for assistance' service code 100. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) and patient via the manufacturer's representative (rep). It was reported that the rep spoke with the hcp after they met with the patient. The patient reported that there had been no errors since reporting the initial issue and they are happy with the performance of their ptm (personal therapy manager) at this time. The hcp determined no need to swap out external devices.